Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. The device history record of batch number 74l2101280 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications.

Event description:
The problem per product concern, at least 4 plus patients have arrived from the or with dual chamber pleur-evac lot 74l2101280 have had an air leak noted. When further investigated the air leak was isolated to a system problem. Red attachment connector leaking.